Manufacturer narrative:
Product event summary: the controller ((B)(4)) and two batteries ((B)(4) and (B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4) and (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date updated to 26-sep-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 the patient experienced an audible alarm and a flashing triangle on the controller with no visible alarm on the screen. The charge of one battery was greater twenty-five percent (25%) and the other greater than seventy five percent (75%). On (B)(6) 2017 the patient heard another alarm but no flashing triangle on the controller and no message on the controller screen. The battery capacities were greater twenty-five percent (25%) and the other greater than seventy five percent (75%).

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Product event summary, con302355: the returned 2.0 controller passed visual inspection and functional testing. Battery/bat221730 d10: yes. Return date: 2017-12-05 h3: yes h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s):3213 h6: FDA conclusion code(s):25 product event summary:the returned battery passed visual inspection and functional testing. D4: battery/bat206622 d10: yes. Return date: 2017-12-05 h3: yes h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s):3213 h6: FDA conclusion code(s):25 product event summary:the returned battery passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery/(B)(4) / cat#1650de / exp. Date: 31aug2017 (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 31aug2016. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650de / exp. Date: 30apr2016 (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 30apr2015. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two critical battery alarms within four days. The alarm could not be isolated to a specific battery. A controller issue was suspected. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Event description:
Logfile review indicated that three batteries also had communication errors. One battery remains in use.

Manufacturer narrative:
Product event summary: the controller (con302355) and two (2) batteries (bat221730 and bat206622) were returned for evaluation. One (1) battery (bat221904) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. As a result, the reported "no message on controller screen" could not be confirmed or duplicated during testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving bat221730 and bat206622. Data log files also revealed multiple instances involving bat221730, bat221904, and bat206622 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported critical battery alarms and communication errors were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-aug-2017 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 31-aug-2016; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.